Event description:
Ous MDR - it was reported that the patient felt dizzy, fainted, and was transferred to the hospital. The patient has cavb. Due to pacing failure in ventricle, the ventricular output was increased. Oversensing was reported and lead fracture is suspected. No information in regards to a revision was reported. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analyzed. The provided iegms confirmed the presence of noise artefacts on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.